Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's last successfully charged their ipg in 2019 and lost stimulation soon after. It was later determined that the ipg had become inoperable. As a result, surgery occurred in which the ipg was explanted and replaced on (B)(6) 2021. Therapy was restored post-op.